Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain. The cause of the peritonitis was not reported. Hospitalization, treatment, and patient outcome were not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.